Event description:
The customer reported that the c-arm elevation lift was not working.

Manufacturer narrative:
The ge service rep advised the customer about the new ps3 battery and that there is a delay circuit to protect the battery and the system. System is working as intended. Gave 9800 recall letter to x-ray tech.